Event description:
Clinical trainer manager ctm) stated that the patient wife called, stating that the patient was in the hospital on (B)(6) 2019 for increase of high pulse rate. Patient wife informed (B)(6) that the pulse rate was 150 and the patient was experiencing chest pains. Patient wife stated that the patient had to stay over night at the hospital. Patient has a history of hypertension. The patient spouse reported that the patient never had a history of tachycardia pulse rate 150. The patient spouse does not know what the bg was when the patient was admitted and that he did not have any hypoglycemia while on the v-go 40. Patient wife said that he was just observed and there were not any procedures done while hospitalized.